Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that in the past few days they can really feel their device. The device feels crazy weird. It feels like the device was vibrating. The patient had not changed the settings. They also feel it every time they were in their patient representative car. Today they felt it when sitting in kitchen chair. Reviewed positional stimulation. The patient said that was not it. The knee surgeon told them they didn't need to. Reviewed with patient if they were having surgery using electrocautery it was best to turn off stimulation. Redirected patient to healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that in the past few days they can really feel their device. The device feels crazy weird. It feels like the device was vibrating. The patient had not changed the settings. The first time they felt it was three weeks ago when they were brought home from knee replacement surgery. They also feel it every time they were in their patient representative car. Today they felt it when sitting in kitchen chair. Reviewed positional stimulation. The patient said that was not it. The patient did not shut off stimulation for knee surgery. The knee surgeon told them they didn't need to. Reviewed with patient if they were having surgery using electrocautery it was best to turn off stimulation. Redirected patient to healthcare provider (hcp).